Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and on an unknown date and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that patient underwent a gynecological procedure on (B)(6) 2013 for bladder tact. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent cystocele repair on (B)(6) 2013 concurrently with rectocele repair, bilateral uterosacral suspension and cystoscopy due to pop.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.